Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing was observed in a ventricular fibrillation episode. It was noted that the patient had previously received inappropriate shocks during heavy exercise, and programming changes were made for them. The physician elected to take no action.